Manufacturer narrative:
After deployment of a smart control iliac 6 mm x 100 mm stent during an interventional endovascular procedure, the stent appeared shorter than 100 mm in length. A second 100 mm smart stent was later deployed, and the initial stent was said to have been measured against it and it was noted to be shorter. There was no reported patient injury. The target lesion was the right superficial femoral artery. The lesion was reported to be 80% stenotic and not tortuous. A maxi (balloon catheter) was used during the procedure for post-dilation. The approach for the procedure was from the left femoral artery. The procedure was completed successfully with an additional smart control iliac 6 mm x 100 mm sds. The reported product issue was not thought to be due to compression after deployment in the patient. The product was inspected prior to use and appeared to be normal. The reported product issue was noted after deployment as the stent looked shorter on x-ray and did not adequately cover the target lesion and after comparison to a balloon catheter and a stent of the same length. The product was stored properly as per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. No additional information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 17709050 was performed and no issues were noted that may be related to the reported complaint. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. The event reported by the customer as ¿stent-ses incorrect length - too short¿ could not be confirmed as the device was not returned for analysis. Based on the limited information available for review, procedural and handling factors may have contributed to the reported event. The exact cause could not be determined. Per the instructions for use for stent deployment, ¿initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that: during an interventional endovascular procedure, a maxi (balloon catheter) was used during the procedure (for post-dilation). The smart control iliac 6 x 100 ml. Stent delivery system (sds/complaint product), was removed from the box/packaging and was put in the body of the patient. The stent was thought to not be one hundred (100 mm.) In length. The stent was said to have been measured against the next smart stent which was also a 6 x 100 mm. And it was shorter. There was no reported patient injury. The product will not be returned for inspection. Additional information received indicated that the target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: an 80% stenosis, and not tortuous. The approach for the procedure was from the left femoral artery (lfa). The procedure was completed successfully without patient injury with the additional smart 6 x 100 sds. The reported product issue was not thought to be due to compression after deployment in the patient. The product was inspected prior to use and appeared to be normal. The reported product issue was noted after deployment as the stent looked shorter on x-ray/did not adequately cover the target lesion and also after comparison to a balloon catheter of the same length. Patient films are available if requested. The product was stored properly as per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. No additional information is available.